Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered cut tubing on pinch valve (46b), close to the differential chamber. The fse replaced the tubing that fixed the leak. Failure mode was attributed to cut tubing at pinch valve 46b. (B)(4).

Event description:
The customer contacted beckman coulter (bec) to report a leak under the coulter lh 780 hematology analyzer. The volume of the leak was unknown and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.